Manufacturer narrative:
(B)(4). Reason for surgery: mixed sui. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, recurrence, bleeding, dyspareunia and odor. It was reported that the patient underwent mesh removal on (B)(6) 2005 due to mesh erosion and sui. The burch procedure was performed following the mesh removal. It is reported that the patient underwent a procedure with silver nitrate on (B)(6) 2013 due to bleeding from vaginal tear.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that the patient underwent partial mesh removal on (B)(6) 2005 because ¿sling eroded into vaginal wall¿.